Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The customer also reported a hypoglycemic event due to the insulin pump not alarming and resulting in delivery suspension. The customer's blood glucose level was 3.0 mmol/l. The customer's wife called paramedics and when they arrived the blood glucose reading was 1.9 mmol/l. The customer was treated with a glucose IV. The customer was treated on site and no hospitalization was required. The customer's device was replaced, however the product was not returned for analysis.